Manufacturer narrative:
Pump received with a blank display with constant steady white light. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display with constant steady white light. No rattling noise when shaking with the sc1 cap and reservoir set inside the reservoir compartment noted. Pump was cut open to perform visual inspection and found cracked lcd controller. No moisture or component damage found on the pcba 2, force sensor, motor or battery tube assembly noted. Swapping out test lcd boards confirms blank display with constant steady white light is isolated to lcd. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump received with blank display with constant steady white light confirmed due to cracked lcd controller. Cosmetic damage was confirmed at the keypad overlay and case. Customer alleged not confirmed for pump rattling when shaken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.